Event description:
The dental implant fx5010swc was removed on (B)(6) 2018 due to failure to osseointegrate 21 days after implantation. The patient's medical history was not provided by the doctor. The patient has recovered without complications.